Manufacturer narrative:
Investigation/evaluation: the complaint device was not returned for investigation. During the course of the investigation, a review of the complaint history, quality control, manufacturing instructions and specifications of the product was conducted. The lot number of the complaint device was not provided. Therefore, a search of non-conformances related to the product lot could not be performed. This was the first event of this nature reported for all the product's drainage sets. There were no instructions for use (IFU) specified for this product. While the patient's condition may have contributed to the event, without the complaint device or imaging from the procedure, it was not possible to draw a conclusion regarding the root cause of this event. Per the quality engineering risk assessment (qera), no further action was required. We will continue to monitor for similar complaints.

Event description:
The event occurred on a male infant who had liver transplant from a living donor about 5 month ago and has been treated under hospitalization due to biliary anastomotic stricture. Ptcd (percutaneous transhepatic cholangiography) was conducted, and after angiography of ptcd, sometime minimal bleeding had been observed. At 10am, large amount of bleeding was observed (155g) from drainage bag of ptcd, so blood transfusion was performed. At this point, the physician was thinking the bleeding from branches of the hepatic vein little by little. At 6:30 pm, it was confirmed by x-ray, ptcd tube was not inserted deep enough, therefore, the tube was fixed. The physician verified by echography, however it seemed the tip of the ptcd tube directed into the hepatic veins. At 7:15 pm, to check the position of ptcd tube, CT (computed tomography) was performed and it was confirmed the ptcd tube toward to hepatic vein and was not inserted in the bile duct. At 7:58 pm, ptcd tube was removed from the patient and manual compression was performed. No bleeding observed and hepatic perfusion was good. It was identified that bleeding due to abnormal placement of the ptcd tube, which had been placed in the bile duct and have aberrated into hepatic vein. Bleeding was controlled by removing tube, however, since rapid worsening jaundice was observed, bile duct jejunum re- anastomosis was conducted prematurely. The patient's current condition is stable after the operation. Observations made by the reporter: transplanted liver for the patient was small and length of placed ptcd tube was short. The material of the ptcd tube was stiff. The user believes these could be the reason of bleeding due to abnormal placement of the ptcd tube. However, the user states it was difficult to expect abnormal positioning of tube before excessive bleeding. This complication case is very rare and prediction difficult with ptc tube placement.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The event occurred on a male infant who had liver transplant from a living donor about 5 month ago and has been treated under hospitalization due to biliary anastomotic stricture. Ptcd (percutaneous transhepatic cholangiography)was conducted, and after angiography of ptcd, sometime minimal bleeding had been observed. At 10am, large amount of bleeding was observed (155g) from drainage bag of ptcd, so blood transfusion was performed. At this point, the physician was thinking the bleeding from branches of the hepatic vein little by little. At 6:30 pm, it was confirmed by x-ray, ptcd tube was not inserted deep enough, therefore the tube was fixed. The physician verified by echography, however it seemed the tip of the ptcd tube directed into the hepatic veins. At 7:15 pm, to check the position of ptcd tube, CT (computed tomography) was performed and it was confirmed the ptcd tube toward to hepatic vein and was not inserted in the bile duct. At 7:58 pm, ptcd tube was removed from the patient and manual compression was performed. No bleeding observed and hepatic perfusion was good. It was identified that bleeding due to abnormal placement of the ptcd tube, which had been placed in the bile duct and have aberrated into hepatic vein. Bleeding was controlled by removing tube, however since rapid worsening jaundice was observed, bile duct jejunum re- anastomosis was conducted prematurely. The patient's current condition is stable after the operation. Observations made by the reporter: transplanted liver for the patient was small and length of placed ptcd tube was short. The material of the ptcd tube was stiff. The user believes these could be the reason of bleeding due to abnormal placement of the ptcd tube. However, the user states it was difficult to expect abnormal positioning of tube before excessive bleeding. This complication case is very rare and prediction difficult with ptc tube placement.